Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, of diopter -14.0/1.0/091 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a different model and power but same length lens due to low vault without rotation. This resolved the problem. Cause of event was reported as unknown and unkown if device failed to perform as intended. Status of the eye reported as "fine with vision. Quiet a/c".

Manufacturer narrative:
H6 - 4110 - work order search: no additional similar complaint type events within associated lots were found. Claim # (B)(4).

Manufacturer narrative:
The lens was exchanged with a different model and power but same length lens on (B)(6) 2024 due to low vault with rotation. Claim #(B)(4).